Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage was detected. The progav valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.043mm, outside the tolerance of 0+/- 0.02mm. Permeability test: a permeability test has indicated that both valves have blockages. Additionally, the catheter was tested and was shown to be permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking forces and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force required was not within the specified tolerances. Results: finally, we have dismantled the valves. Inside both valves we have found a build up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valves, liekly due to the deposits in the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Implantation date - (B)(6) 2018, date unknown.

Event description:
It was reported that the progav hydrocephalus valve did not drain sufficiently. The patient originally underwent implantation in (B)(6) 2018; the pressure was recorded as 10. Sometime later, the patient presented with sleepiness and the physician reduced the pressure to 9 in (B)(6) 2018. However, csf was noted as not decreasing but increasing in the brain after about 1 month. At that time, in (B)(6) 2018, the patient's abdominal cavity was assessed and it was found that the valve had not been draining properly. Therefore, on (B)(6) 2019, the device was explanted and exchanged with a new valve. Additional information such as patient outcome and medical history have been requested.